Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a counterfeit battery present, the plunger head was filled with contamination, and the bottom case was cracked by l-bracket. A review of the event history log (ehl) identified occlusion-check infusion line. During the functional testing the reported issue was able to be duplicated. Fluid ingression was found in the entire plunger head assembly. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Device will be placed in quarantine due to non- original equipment manufacturer (OEM) battery. Additional information: b5.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited occlusion alarm with corrosion on the inside. No patient injury reported.